Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not cut during a procedure. The product was replaced and procedure completed with no patient harm. A product sample has been requested.

Manufacturer narrative:
Additional information provided. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are six additional complaints for the reported issue. A photo of the probe is attached to the parent file and has been reviewed by the investigation site. The probe is shown at a distance with the tip protector in, therefore no product defects were able to be observed. The product and lot information seen on the pak label match what was reported. The returned sample was visually inspected and found conforming. Functional testing was performed for aspiration, actuation and cut. Aspiration testing was found conforming and actuation and cut testing was found to be non-conforming. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. No presence of adhesive was observed on the inner cutter when held under ultraviolet lighting. Wear marks were observed at the bend area. Gouge marks were observed at several locations along the inner cutter. The complaint evaluation does confirm the probe was unable to cut. The evaluation also indicated that the probe was unable to actuate. The root cause for the cut and actuation issues is due to the separation of components within the probe. It appears that in the beginning of surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).